Event description:
The facility's nurse reported to baxter (B)(4) that an interlink extension set with 0.22 filter was leaking from the filter. This condition was observed during infusion. The set had been used from (B)(6). There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Device evaluation: a sample was available for evaluation. A visual inspection revealed that the millipore filter?s membrane was torn. A hydrophilic membrane bubble point test was performed revealing a continuous stream of air bubbles at the filter outlet within 10 seconds at 45 psi. A hydrophobic vent/housing failure test was performed revealing no leak at air vent. The customer's reported condition of a leak at the filter was confirmed. The root cause was attributed from the supplier's end. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4).this issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.